Event description:
According to literature source of study performed january 2014 to september 2016, a retrospective cohort study that included consecutive 301 adult patients undergoing endoscopic ultrasound fine needle biopsy of solid upper gastrointestinal masses were included. In the fork tip group, one patient was diagnosed with perforation after the pancreatic mass biopsy. The patient decided on comfort care treatment only. It was unknown if the device contributed to the adverse event.

Manufacturer narrative:
Title: the diagnostic and cellularity yield of reverse bevel versus forktip fine needle biopsy source: diagnostic cytopathology. 2018;46:649¿655. Https://doi.org/10.1002/dc.23966. If information is provided in the future, a supplemental report will be issued.